Manufacturer narrative:
H.6. Investigation summary: bd was not able to duplicate or confirm the customer¿s indicated failure as no sample, batch, or lot code was provided. This complaint will be entered into the complaint management system and will be tracked & trended for future occurrences. The complaint was deemed as MDR reportable therefore a submission will be performed. Shall a sample or lot number become available, the complaint will be re-opened and an investigation will take place. H3 other text : see h.10.

Event description:
It was reported bd nexiva¿ closed IV catheter system needle was not secured. This was discovered before use. The following information was provided by the initial reporter: material #: 383511, batch #: unknown . It was reported that the metal needle was not secured with grey secure device.

Manufacturer narrative:
Medical device expiration date: unknown. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported bd nexiva¿ closed IV catheter system needle was not secured. This was discovered before use. The following information was provided by the initial reporter: material #: 383511, batch #: unknown. It was reported that the metal needle was not secured with grey secure device.